Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used outside of procedure. It was reported that the system booted to "no input detected." The representative (rep) reseated the cables in the system and performed multiple reboots with no resolution. The axiem box was displaying the number 8, which indicated that it was not communicating with the computer. Further troubleshooting was done and the rep was able to get the system to boot by tightening the video connection on the back on the computer. He ran through a mock case and was able to track instruments and it seemed functional. There was no patient present.